Event description:
While positioning the catheters and collecting geometry with the mapping system, the touch screen computer shut down and emitted a burning smell and smoke. The procedure was completed without the touch screen computer and there were no patient consequences.

Manufacturer narrative:
One ep-workmate¿ and workmate¿ claris¿ ep-4¿ touchscreen computer was received into the lab for analysis. Visual inspection of the returned device indicated all input and output connectors and labels are free of physical damage. It was also verified all external hardware is secured and no physical damage was observed on the display panel or the exterior casing. Inspection of the internal components revealed a melted power cable connector at the hard disk drive. No additional functional testing was performed as the returned device was received in a condition that does not permit a complete evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.